Manufacturer narrative:
Arjo was notified about an incident with involvement of amigo washer. It was reported that after the washing cycle finished and user attempted to remove items from the device's chamber, the steam was still coming out of the nozzles. According to the customer's allegation, the user almost burned their hands, but no injury occurred. The hospitals personnel turned off the power on the safety switch and informed arjo about the issue. The device was taken out of use and evaluated by the arjo representative. According to the results of inspection, it was found that the electrical contactor had stuck on open (turned on) position causing the electrical current to still flow and resulting in steam still entering the washer's chamber. No error code was displayed on the device. The defective part was replaced, which rectified the issue. Amigo instructions for use provide information for correct and safe usage of the device, which also refer to the reported situation e.g.: ¿the machine must only be handled by authorized personnel. Personnel must also receive regular training.¿ ¿exercise caution when using the machine, as it uses hot water and possibly steam.¿ during normal functioning of the device, when the program is complete the green indicator lights up and the door slightly opens. Moreover, the device displays u7 error code which warns user that the goods inside chamber are still of high temperature. According to the IFU, the machine must always be equipped with a separate isolator switch in the feed power supply. The isolator switch must be easily accessible on a wall close to the machine. In the emergency, the user should turn off the power supply and close shutoff valves in the water and (where present) steam supply lines. In case of the increasing temperature after all water is evaporated from the steam generator, the device would shut off the power supply at the steam generator. The review of incidents related to amigo flushers did not reveal any other similar complaint, hence the reported incident is a single occurrence. Based on the collected information, the claimed malfunction is considered a random component failure and the exact cause of the contactor failure is unknown. In summary, according to the gathered information the involved amigo washer was used when the incident occurred. Based on the performed evaluation of the device, the electrical contactor was faulty, hence the device was not according to its specification. No injury or other health consequences were reported to be a result of this event. This complaint was decided to be reported the competent authorities in abundance of caution due to customer allegation that the involved user almost burned their hands.

Manufacturer narrative:
The process of information collection and analysis is till on-going. The investigation is to be compiled and its final conclusion will be provided in the next report.

Manufacturer narrative:
The information collection and analysis for purpose of investigation is still on-going. Additional information will be provided in the next report.

Manufacturer narrative:
The device was removed from use, evaluated by the technician. According to the results of inspection, it was found that the electrical contactor had stuck on open causing the current to still flow and resulting in steam was still entering the washer's chamber. The defective part was replaced.

Event description:
Arjo was notified about an incident with involvement of amigo washer. It was reported that after the washing cycle finished and user attempted to remove items from the device's chamber, the steam was still coming out of the nozzles. According to the customer's allegation, the user almost burned their hands, but no injury occurred.